Event description:
Boston scientific received information that this patient had experienced a syncopal episode and the caller expressed concern regarding the device charge time of 18.4 seconds. A boston scientific technical services consultant reviewed charge time extension voltage range and charge time limits with the caller.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion and was returned for routine testing.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming that the syncopal event was unrelated to the extended device charge time. The patient is due back in clinic soon for a battery check. This product issue will be updated if additional information is received.

Event description:
--